Event description:
Customer called reporting her insulin pump was alarming. Customer's blood glucose is 107 mg/dl. The device history showed multiple alarms. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm occurred shortly after inserting a new battery. Customer was advised the device experienced an unexpected restart. He was told to monitor the device and call back if the issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.